Event description:
Customer reported the gas monitor was operating intermittently. No pt injury was reported.

Manufacturer narrative:
Service reps replaced the gas bench, tested and calibrated the unit to factory specifications.